Event description:
It was reported that the patient complained of pocket stimulation, and there was an atrial and ventricular lead warning due to low impedance and switch to unipolar pacing. The patient was seen in the clinic and it was noted that the atrial unipolar impedance was higher than the atrial bipolar impedance, and the atrial lead exhibited increased thresholds as well as intermittent capture during the threshold test. The atrial lead also showed oversensing in both polarities and there was an inappropriate pacing in ventricle due to tracking of atrial oversensing. The atrial lead was programmed off, and the ventricular lead polarity was reprogrammed. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 5076-58 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.